Event description:
It was reported by the rep that during a colectomy procedure, the cutter (tlc75) jammed after the second firing. The case was completed with another cutter pulled from stock. There was no pt consequence.